Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer ran quality controls (qc), which resulted out of range. Ccc instructed the customer to replace the standard a, standard b and diluent solutions, and bleach and flush the vent, sample ports and integrated multisensor technology (imt) drains. The customer primed all imt fluids and recalibrated the imt. Qc were run, resulting out of range. Ccc instructed the customer to replace the sensors and repeat qc, which again resulted out of range. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse discovered a leak on the vacuum line for salt bridge. The cse repaired the leak and replaced the probe and salt bridge. The cse replaced the tubing, degasser, vlyte sensor, and imt. The cse aligned the imt, after which checks passed. The cse discovered that the aliquot vertical motor was failing, and replaced it. Quality controls were run, resulting within range. The cause of the negative and low anion gaps and discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Negative and low anion gaps and discordant, falsely low sodium results were obtained on patient samples tested on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s), as the customer reviews anion gaps of less than six. The samples were repeated on an alternate dimension vista instrument, resulting higher. It is unknown if the corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the negative and low anion gaps and discordant, falsely low sodium results.